Manufacturer narrative:
Additional information received: a copy of a voluntary medwatch was received and is attached. The patient's blood pressure was reported to have dropped during the event. Manual pressure was applied by the physician and staff on a baseball sized hematoma for fifteen minutes. Intravenous fluids (ivf) were increased and dopamine was administered for a short time. The patient¿s blood pressure recovered and the patient was transferred to the intensive care unit (ICU) in stable condition. The physician postponed percutaneous intervention on right sfa bypass for now and will readdress it in ten days when the hematoma on the right groin should be resolved. As reported, the hemostasis valve of the 23 cm. 6 fr. Si brite tip sheath broke off and separated, so there was no hemostasis. The patient developed a hematoma and needed a femostop device. Additional information received indicated that the reported product issue occurred while there was a non-cordis guiding catheter and (unknown) guidewire inside the sheath when the event occurred. The catheter was advanced back and forth, the wire was passed through the lesion and the guiding catheter was being backed off the wire. As the guiding catheter was being taken out, it was noticed that the valve was not connected to the sheath. The hematoma occurred due to the reported product issue and the fact that the patient was anticoagulated, and a wire could not be placed through the sheath to try to quickly exchange for a new sheath. A hematoma was formed as access was lost while the staff attempted to wire the sheath and exchange it. The patient lost an estimated two hundred fifty milliliters (250 mls.) Of blood. The patient did not need a transfusion as a result of the blood loss. Hemostasis was successfully achieved by use of the femostop. The resultant hematoma was large and was noted to be located the top of the patient's thigh distal to the access site. The patient's activated clotting time (act) was out of range (high). Manual pressure was held, and the hematoma continued to grow until the femostop was applied. Protamine was given, and the hematoma was compressed out. The hematoma size was approximately eight inches by eight inches (8"x8"). No other additional intervention to treat the hematoma besides just manual pressure and the femostop. The physician was unable to complete the procedure successfully at the time due to the reported event. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available. A non-sterile si brite tip 6f 23cm str cannula sheath was received for analysis inside a plastic bag. The hemostasis valve cap was not returned for analysis. Per visual analysis, damages due to kinks were observed. Kinks were found on the cannula sheath at 11.3 cm and at 13.8 cm from hub. No anomalies were observed on the thread of cannula hub. The cannula sheath od/ID and the thread hub od were measured and results were found within specification. The functional analysis was successfully performed. A hemostasis valve cap was taken out from a lab sample si brite tip 6f 23cm str and properly placed/snapped onto the received complaint unit in order to perform functionality testing. Next, a cordis emerald.035" lab sample guide wire was inserted through a lab sample guiding catheter 6f .070" and then, both, guide wire and guiding catheter were introduced as a single unit through the sheath introducer several times in spite of the kinked condition of the unit and the cap and the gasket remained snapped to the sheath introducer during the functionality insertion/withdrawal test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as "endovascular vascular access-hemostasis valve/hub-separated-during use" was confirmed due to the condition in which the unit was received. However, the exact cause of the previous mentioned condition could not be conclusively determined during the analysis. Procedural/handling factors appear to have impacted the event experienced by the customer. According to the product IFU, users are recommended to exchange catheters, slowly withdraw the catheter from the csi and repeat the insertion procedure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the event could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 16047446 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostasis valve of the 23 cm. 6 fr. Si brite tip sheath broke off/separated, so there was no hemostasis. The patient developed a hematoma and needed a femostop. The product is being returned for inspection. Additional information received indicated that the reported product issue occurred while there was a non-cordis guiding catheter and (unknown) guidewire inside the sheath when the event occurred. The catheter was advanced back and forth, the wire was passed through the lesion and the guiding catheter was being backed off the wire, as the guiding catheter was being taken out it was noticed that the valve was not connected to the sheath. The hematoma occurred due to the reported product issue and the fact that the patient was anticoagulated, and a wire could not be placed through the sheath to try to quickly exchange for a new sheath. The patient lost a lot of blood, and a hematoma was formed as access was lost while the staff attempted to wire the sheath and exchange it. The patient lost an estimated two hundred fifty milliliters (250 mls.) Of blood. The patient did not need a transfusion as a result of the blood loss. Hemostasis was finally successfully achieved by use of the femostop. The resultant hematoma was large and was noted to be located the top of the patient&#38112;thigh distal to the access site. The patient's activated clotting time (act) was out of range (high). Manual pressure was held, and the hematoma continued to grow until the femostop was applied. Protamine was given, and the hematoma was compressed out. The hematoma size was approximately eight inches by eight inches (8¿x8¿). No other additional intervention to treat the hematoma besides just manual pressure and the femostop. The physician was unable to complete the procedure successfully at the time due to the reported event. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No other product issue was noted upon inspection of the product after removal from the patient. No additional information is available.